Event description:
It was reported that the patient had a cardiac catheter procedure on (B)(6) 2014. It was noted that the patient was on IV dilaudid during the procedure. It was reported that the patient went into respiratory distress after the procedure and was on a ventilator ¿vent¿ at the time of report. It was noted that the healthcare provider (hcp) did not know if the IV medication caused the problem. It was reported that the patient¿s family felt the pump was not working. It was noted that initially the hcp reported that the family did not know what was wrong with the pump. It was reported that the family thought the patient was in withdrawal. It was noted that the family felt the patient was in withdrawal because the patient was in a lot of pain. It was reported that the patient ¿came¿ with chest pain a couple of days prior. It was noted that the patient¿s family thought the patient was having pain because the pump was not working. It was reported that the pump was used to infuse clonidine, bupivacaine, and sufenta (sufentanil). It was reported that there were no alleged product issue. It was noted that no action was required as a result of the event. It was reported that the logs were checked. It was noted that the patient was presented to a medical center on (B)(6) with chest pain. It was reported that the patient underwent a catheter study to rule out ¿r/o¿ cardiac issues and was admitted, hospitalized. It was noted that the patient was scheduled to be released home but due to being very sleepy and unresponsive patient was moved to the critical care unit where they was placed on a ventilator. It was reported that the patient¿s print out was reviewed by phone with an hcp and appeared to be delivering as expected. It was noted that the logs also appeared normal. It was reported that the patient¿s status at the time of report was alive ¿ with injury, specified as patient was in critical care unit at a medical center on a ventilator. It was noted that the location of issue or symptoms was an unknown location. It was reported that the pump was used to infuse sufeta, bupivacaine and clonidine. It was reported that the pump logs were normal and the pump appeared to be delivering as prescribed. It was noted that the patient had a CT scan on an unknown date and it was determined that the patient had a bleed on the brain. It was reported that this was not attributed to the pump or the medication being delivered. It was noted that the patient was still receiving their pump therapy with no changes and is not having any issues related to it at all.

Manufacturer narrative:
Concomitant products: product ID 8782, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).